Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: clotting is a common problem with hemodialysis vascular access types and if not properly addressed can cause blood flow problems. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained during follow up with a registered nurse (rn) from the facility who was present at the time of the event. The rn stated the blood leak, which was internal, occurred approximately one hour into the patient¿s treatment. The blood leak not visually observed. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood, and it tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. After the patient was taken off the machine, the staff realized that the patient¿s access was clotted. The rn stated it was not an emergency, so they did not call 911. However, the patient did not complete their treatment. Instead, the patient was sent back to their nursing home residence. From there, the patient was transported to the hospital to have their access declotted. The patient¿s access was successfully declotted and no further intervention was required. The patient is reportedly continuing hd therapy with no further issues. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which were both unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.